Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case. A ¿check syringe plunger sensor¿ alarm was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, the plunger board was found not glued down. To address the issue, the plunger board was glued down. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a syringe sensor failure. The event occurred during testing. There was no patient involvement and no patient harm.